Event description:
The customer obtained falsely elevated, non-reproducible vitros tropl es results on four patient sample processed on a vitros eci on (B)(6) and (B)(6) 2009. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The falsely elevated results were not reported. There was no report of patient harm as a result of these events. Note: this form 3500a is four of four mdrs for this event. Four devices were involved. Four patient samples were assayed using a single tropl es reagent lot. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that vitros tropl es quality control results had been acceptable during the timeframe of the events. Ocd field service investigated and made necessary repairs to the vitros eci on two occasions during the timeframe of the events. The investigation determined that the customer is not following the sample collection tube manufacturer's recommendations for centrifugation time and speed. The vitros trop I es instructions for use, "specimen collection and preparation" section states that "samples should be thoroughly separated from all cellular material. Failure to do so may lead to an erroneous result." The customer has agreed to address pre-analytical sample handling and processing, and to monitor vitros tropl es results. The definitive root cause of the falsely elevated vitros tropl results is unknown, however, user error associated with pre-analytical sample processing cannot be ruled out.